Manufacturer narrative:
A patient's ipg stopped communicating/ is inoperable was reported to abbott. The patient underwent an unrelated surgery where the patient's ipg was not placed into surgery mode. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated procedure. The patient did not set their ipg to surgery mode. No further intervention is planned at this time.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.